Manufacturer narrative:
Since the device is not being returned, eval for a malfunction is not possible. Note: this report includes final eval findings. No additional info is expected. Eval summary: the reporter did not return the actual device for investigation (lot 40191 manufactured december 2001). The reporter with help from the customer svc call center verified the device delivered insulin. No malfunction identified. There is no evidence of improper use or storage.

Event description:
This spontaneous device case, reported by a consumer, who contacted the company with a product complaint, concerns a female pt. The medical history of the pt included: kidney and 45 cm of intestine removed, due to non cancerous retroperitoneal tumor; blood pressure alterations (normally had high blood pressure, but sometimes it got very low); circulatory problems; diabetic feet (it was stated that the pt was visiting a specialist for it); type ii diabetes. The concomitant medication included: gabapentin, for her circulation; metformin, for glucose; cilostazol, for neuropathy in legs; diuretics, because she did not have a kidney; chloranphenicol, crilanomer + propylene glycol and silver nitrate patch, for her heels ulcers (she got them cured twice a week). The pt was taking human insulin (rdna origin) 30% regular, 70% nph (humulin 30% regular, 70% nph), 6 to 20 iu. Subcutaneously, frequency not informed, for the treatment of type ii diabetes, beginning approx in 1993. It was stated that the pt used the human insulin (rdna origin) 30% regular, 70% nph when her glucose levels were over 150 mg/dl and when they were under this value, she did not apply anything. In 2008, approx 15 years after the beginning of treatment with human insulin (rdna origin) 30% regular, 70% nph, via humapen ergo burgundy pen body type (lot 40191) with a clear cartridge holder attached (lot unk), the pt was hospitalized due to very high glucose levels (1000 mg/dl) and remained hospitalized for 15 days. The pt received a lot of medications as a corrective treatment and recovered from the high glucose level. It was stated that, on a date not provided, the nervous terminals problems of hands and feet increased and it was not informed if the pt received a corrective treatment. The pt did not recover from that. In 2008, the pt experienced ampullae and ulcers in her heels, due to the period she remained immobile during hospitalization. The pt stated that, during the hospitalization, a physician told her that the very high glucose levels were related to a protein deficiency, meaning low protein levels. It was stated that the protein deficiency was because the pt did not eat meat, chicken or fish and she had lack of proteins. It was unk if the pt recovered from low protein levels. At about 2 months later, the pt experienced again high glucose levels (450 mg/dl), because the insulin was not coming out of the pen and she was not injecting a complete dose. The pt received a lot of medications as a corrective treatment and the device was changed, on an unspecified date, to a hypodermic syringe and, because of this, the pt began to be controlled (she was recovering from the event). The treatment with the human insulin (rdna origin) 30% regular, 70% nph was continued. Humapen ergo burgundy pen body type with a clear cartridge holder attached is associated with pc 733771. It was the pt or her daughter who operated the device. The operator has been trained. This device model had been used for approx three years and the reported device had been used for one to two years. The device was not returned to the MFR. Since the device is not being returned, eval for a malfunction is not possible. Refer to results/conclusion section for analysis info. No further info was expected. Case closed. Updated on 11/24/08: according to additional info received on 11/18/08 by the qc area and on 11/20/08, from the reporter: removed the ampullae and ulcers in heels as a medical history and coded them as an event; updated the metformin and cilostazol indications for use; updated the corrective treatment names; added the suspect drug indication for use; changed the first hish glucose level event outcome to recovered; added a new event tab, related to the terminals problems of hands and feet which increased; changed the info that the pt received corrective treatments after both high glucose level events; added the suspect drug lot number and expiration date